Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore no eval could be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the physician assistant was wiping the vasoview hemopro 2 device down and the plastic on the jaws came off. He was using a dry cloth instead of a wet one and he admitted he made the error. This was during a case with no pt effects. Case was completed using another vh-4000. It is unk whether the product is returning, since it may have been discarded.